Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. Limited patient medical records and patient images were provided for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices remain implanted in the patient and were not returned for further evaluation. Limited patient images and medical records were provided. Patient history and on label usage are not able to be determined based on the limited information provided.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. In (B)(6) of 2013 the patient was diagnosed with a type 2 endoleak. The physician elected to seal the leak with a coil embolization procedure. Post procedure the patient showed sac growth and computed tomography showed a potential type 3 endoleak or a type 1 endoleak, physician elected to monitor. On (B)(6) 2015 imaging confirmed the patient had a type 1a endoleak. The physician implanted a competitor stent at the proximal end of the aorta to seal the leak. During the procedure the placement of the competitor device covered the renal artery resulting in an occlusion of the renal artery. The physician completed an angioplasty procedure and implanted an additional competitor device to seal the endoleak. Patient stable post procedure.